Manufacturer narrative:
Na.

Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter was provided for investigation where they were tested using retention controls. Testing results (qc range = 2.9 - 4.5 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. The customer questioned the results from the meter and visited her physician. The result from the meter was 5.5 inr and the result from the laboratory was either 3.4 inr or 3.5 inr. On (B)(6) 2019, the meter result was >8.0 inr and the laboratory result was 5.0 inr. The customer was prescribed vitamin k based on the laboratory result. On (B)(6) 2019, the meter result was 5.0 inr and the laboratory result was 3.0 inr. No adverse event was alleged. The therapeutic range was 2-3.0 inr.